Event description:
Olympus received a report from a patient who stated that patient had an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement done two years ago. It was reported during the procedure, a marker ring broke off the endoscope inside of the patient¿s duct. The physician was unable to retrieve the component. The patient was sent to another facility for an additional attempt at removal, but that attempt was unsuccessful as well. Since the incident, the patient reports extreme nausea and ongoing pulsating pain, and not being able to do usual activities. Patient reports she has had six or seven subsequent surgeries, and all have been failed attempts. Additionally, medwatch report mw5168652 received and reports: ¿the model # tjf-190v, serial # (B)(6) was introduced through the mouth, and advanced to the duodenum and used to inject contrast into the bile duct. The ercp was technically difficult and complex due to equipment malfunction. The patient tolerated the procedure well. Co2 used. A biliary stent was visible on the scout film. Two stents were removed from the common bile duct using a snare. One 8.5 fr by 5 cm temporary stent with a single external flap and a single internal flap was placed 4.5 cm into the common bile duct. Bile flowed through the stent. The stent was in good position. As a second stent was being inserted there was an issue. I normally take the rad marker to the bifurcation and then withdraw the inserter. As I lifted the elevator to finish the insertion, the entire device lunged forward into a peripher duct. This entrapped the wire and as the device was being withdrawn, the marker ring came off in the duct. The wire was locked, and location could not be kept multiple attempts to get back into the same duct were not successful. I have placed a call to dr. (B)(6) at (B)(6) to discuss. One 8.5 fr by 5 cm temporary stent with a single external flap and a single internal flap was placed 4.5 cm into the common bile duct. Bile flowed through the stent. The stent was in good position. I am email to file a complaint because of a piece of equipment broke off inside of me and the doctors still can't get it out. I had an ercp done. I have had many surgeries after that to try and remove it and its unsuccessful. Here is my phone number (B)(6). Ref report: mw5168653.¿

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00141. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h4, h6, h11. Three attempts were performed to obtain additional information, but no response was received from the user facility. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.